Event description:
It was reported following a diagnostic angiogram, a pre-deployment angiogram confirmed criteria (i.e. Above bifurcation, within area of femoral head, appropriate size, and free of pvd) for angio-seal use. The following day, the pt awakened and felt a bump in the groin. The pt arrived in the emergency room (ER) and tests were performed. Apparently, no manual pressure was applied to the groin and the lump in the groin to a large hematoma involving the scrotum. The pt subsequently underwent surgery; the surgeon reported that a tear was present, but not a large hole in the artery. All three angio-seal components were approx 2cm external to the artery. The components were removed and sent to pathology. The following week, the pt arrived at another hosp with a fever of 106 f. The pt was hosp for one week and developed septic shock. The lab report revealed gram negative rods. The physician stated the infection was due to the foley catheter insertion at the previous hosp, during the arterial repair. The pt was in ICU for at least a week and was reportedly recovering.

Manufacturer narrative:
No components were returned for analysis and review of the device history review was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the hematoma and infection could not be conclusively determined; however, the angio-seal components were external to the artery and the physician stated the infection was due to the foley insertion. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU state potential adverse reactions or conditions may be associated with one or more angio-seal device components(ie, collagen, synthetic absorbable suture, and/or polymer). These include allergic, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal pt info guide instructs the pt to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a bandage and changed daily, or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.